Manufacturer narrative:
(B)(4). The fse replaced the graphic user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed self-testing.

Event description:
Field service engineer (fse) reported that the ventilator's top display was blank. The ventilator was not on a patient at the time of the event.